Event description:
It was reported by the customer, partial breakage of the device approximately 11 cm from the exit site is reported. During use. The patient who had the PICC break was infusing taxol. Doctor intervention was needed, and hyaluronidase was administered under the skin. Therapy was continued by the contralateral arm with needle cannula. Secured with a secureacath. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted to basilic vein, exit marking 5cm, total length 39cm. It was locked with saline, dressed straight along the patient's arm, and secured with 4fr securacath between 3-4cm mark. PICC was used for oncology treatment (taxolo). It is unknown if PICC was used for CT scans or if there were any occlusions. Internal leakage at 11cm was identified thru extravasation. PICC was in use for 210 days. Patient was in the hospital at the time the leak was detected. It is unknown if they ever took the PICC home. They did not complete maintenance on the device. There are no xrays available for this event. The catheter site was cleaned with chloraprep (please detail size and active ingredients in the next question). It is unknown if the patient participated in any physical activities.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a partial catheter break was confirmed. The product returned for evaluation was one 4 fr sl powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the 10 cm and 11 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. A measurement of the catheter outer diameter, inner diameter and wall thickness were taken. The catheter was found to be within specification. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer, partial breakage of the device approximately 11 cm from the exit site is reported. During use. The patient who had the PICC break was infusing taxol. Doctor intervention was needed, and hyaluronidase was administered under the skin. Therapy was continued by the contralateral arm with needle cannula. Secured with a secureacath.